Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was unable to latch to the burr. During an in house engineering evaluation, it was determined that the motor device failed cutter lock assessment (device did not secure the cute) and temperature assessment. It was further determined that the device had damaged locking pawls, damaged shaft driven pawls, dented swivel and elbow, and the tube housing overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.